Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "accumulation of fluid...in the recall group...pain and burning in breast and asymmetry due to swelling¿ against left side device. Patient additionally reported "nodular, hypoechoic, oval images" identified via ultrasound, which were not related to the device. Device remains implanted.